Manufacturer narrative:
The returned device was evaluated. Attempts to establish communication with the device were not successful, therefore, no operational data could be obtained. Corrosion was found on the printed circuit board assembly (pcba) and main chassis. On the top side of one battery, in the same vicinity as said corrosion/discoloration, discoloration and debris were identified. It was determined that the likely cause of said defects was an electrical component failure (defective battery).

Event description:
A patient¿s blood glucose exceeded 460mg/dl (bg) while wearing the pod between 4 and 24 hours on the arm. No physical deficiencies, leaks, or otherwise abnormalities were reported. As treatment for elevated bg, a manual injection of insulin was administered. The device has been returned and investigation results identified an electrical component failure, thus, impacting the device's insulin delivery.